Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 that the patient reported receiving an early sensor expiration notice. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download was retrieved and no issues were found. The reported event of early sensor expiration was not confirmed via product. A probable cause could not be determined via product.